Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. The returned tasp exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified 8 additional similar complaints for the reported part and lot 63563286 combination(s). A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-01961. Medical product: tibial articular surface provisional left size gh . Item# 42517000707 lot# 62601574. The product has been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tasp was found in the implant room on cart. Nobody on the team knows where the tasp came from. There is no additional information available.